Event description:
It was reported that the patient experienced a seroma following an implantable neurostimulator implant. The health care provider drained the seroma on (B)(6) 2012. It was noted the stitches were taken out early. The patient had the stimulator for neuropathy in her back, hips, legs, and joints, but the stimulator did not work on the rheumatoid arthritis on her right hand. The patient had a meeting with a manufacturer representative on (B)(6) 2012 to reprogram the stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient product ID 74001, lot# n326332, implanted: (B)(6) 2012, product type adapter; product ID 3986a, lot# n062627, implanted: (B)(6) 2006, product type lead. (B)(4).